Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with noise being oversensed. Lead revision was performed. Later, the patient came into the clinic due to beeping and atrial lead alert trigger again. Boston scientific technical services (ts) discussed troubleshooting measures as well as the possible reasons these observations occurred. The source of these observations was not determined. At this time, the issue remains ongoing. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was obtained indicating the system still exhibited the same field observations. The crt-d was explanted and replaced. After the physician closed the pocket with the new device and the ra lead, the noise returned and the pacing lead impedance measurements spiked above 2000 ohms. The pocket was reopened and found out that the ra lead was fractured which was confirmed upon fluoroscopy. The ra lead was surgically capped as it was destroyed during attempt to explant. No additional adverse patient effects were reported.